Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) when the protective sheath was removed. The sds was inflated, and then the stent was noted to not be in the image. Another vision of the same size was then used to finish the procedure. No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the shaft, on the stent and in the guide wire lumen. There was contrast visible in the inflation lumen, on the stent and in the balloon. The stent had dislodged from the balloon and was returned separated from the balloon within the packaging materials. The first three rows of distal struts were slightly flattened. There was no other damage noted to the stent. The balloon had been inflated and was returned partially filled with contrast. There were crimp marks on the balloon between the markers. There were two kinks in the shaft 4.8 cm and 17.5cm distal to the distal end of the guide wire exit notch and a slight wrinkle in the shaft 7.2cm distal to the distal end of the guide wire exit notch. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the catheter. The protective sheath was also returned. There was no damage noted to the protective sheath. A laser micrometer was used to measure the stent outer diameters. The middle and distal stent outer diameters were oversized. The inner diameter of the protective sheath was within specification. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the stent dislodged from the balloon when the protective sheath was removed, but it was not noticed until after the stent delivery system (sds) was inflated. Quality assurance analysis confirmed that the stent had dislodged, as the stent was returned not on the balloon; however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was contrast visible in the inflation lumen and in the balloon, which corresponds with the reported info that the sds was inflated. The inner diameter of the protective sheath was measured and within specification. The first three distal rows of struts were slightly flattened. It is possible that this damage occurred during the removal of the protective sheath. The outer diameter dimension of the returned stent was oversized; however, because stent outer diameter is verified 100% at the time of MFR and units in this lot were all within the required specification, this oversizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. It should be noted that the instructions for use recommends inspecting the stent after sheath removal, and prior to use in order to avoid use of the device without a properly mounted stent. Additionally noted during the analysis of the returned device were two kinks and a wrinkle in the shaft distal to the guide wire exit notch and bends throughout the length of the hypotube. There was no mention of this damage in the incident report and most likely either resulted from use during the procedure or from handling of the device for shipment back to abbott for evaluation; however, this damage does not appear to be related to the reported stent dislodgement. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.